Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the physicians event description, the most probable root cause for the reported event is related to the patient's anatomy (i.e., severely calcified lesion).

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (60 percent stenosis degree) in a mildly tortuous segment of the proximal lad. After the lesion was prepared with a diamondback atherectomy device and was pre-dilated with three nc balloons, the affected device was introduced but was unable to pass the lesion. The physician stated that the complaint device was unable to cross the target lesion due to severe calcification. The complaint device was withdrawn. The intervention was successfully finalized by implanting another orsiro mission.